Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue regarding the system monitor was confirmed. The system monitor (serial number (B)(6)) was not returned for analysis. However, an image of the monitor was provided, and glitched/misaligned numbers were observed on the monitor¿s screen. Per additional information, the monitor was rebooted and the issue resolved. The root cause of the reported event was unable to be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿). If issues occur and the outlined troubleshooting steps do not resolve the issue, contact abbott for assistance. Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU (rev. B). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was showing incorrect numbers while connected to the patient. The system monitor also froze. The system monitor was turned off then back on. The issue resolved after restarting the system monitor.